Event description:
It was reported that transmitter failed error occurred. The pediatric patient experienced a transmitter failed/error/alert. An uncertain time after the transmitter issues occurred, the patient did not remember this, the patient checked their blood glucose level with a blood glucose meter and the blood sugar reading was 400 mg/dl. The patient did not feel good at this moment. The patient believes that the last cgm reading that was available was also around 400 mg/dl but was not sure and it is not known when at which moment this was during the event. The patient was brought to the hospital by his mom, and it was mentioned that he was diagnosed with ketoacidosis. As treatment the patient received intravenous fluids but was not exactly sure about which ones. The patient was discharged from the hospital 2 days after the event date, and at the time of the report, the patient was doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.